Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the customer had experienced low blood glucose levels within the range of 22 mg/dl and 42 mg/dl. They also reported that their last 4 sensors did not last more than 1 day. They would receive a lost sensor, sensor error, and change sensor alert. They also reported that none of their basal setting was there. They reported that they were hospitalized twice with diabetic ketoacidosis. A final attempt to contact the patient was unsuccessful. A detailed voicemail was left to the customer to return the call for immediate assistance. The device was not returned for analysis.